Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (b5, d4- UDI, d8, h3, and h4). The device was evaluated by olympus, and the reported malfunction was confirmed. Additionally, new phenomenon (mc board (circuit board) and sp2 board (circuit board) failure) was confirmed during inspection. Based on the results of the investigation, it is likely that the reported event occurred due to circuit board failure which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer clarified the event description: on the left side of the otv-s700 equipment, there is a place that looks like a ventilation hole with several holes that seem to be made to release the machine heat. The client expressed that the cell line went there.

Event description:
It was reported that the had liquid crystal display touch panel of the subject device was off. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.